Event description:
During use of the device for endoscopic saphenous vein harvesting procedure, the user reported the plug was attached to the generator and the cord melted off the plug at the generator end. As a result, the user was shocked. An alternate device was employed to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.